Event description:
During a colon procedure, the device stapled but would not cut. The device locked in closed position inside the patient after several uses. It was possible to reopen the device without converting to an open procedure. There was no reported patient consequence. Not reported how the case was completed.